Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: four unused customer samples and seven photos were returned for evaluation. The customer¿s product issue was observed during visual evaluation of the photos. A simulated use test was conducted on the four returned samples by filling the tubes with a kcl solution and the tubes were centrifuged at 1700 rcf for twenty minutes in the sorvall¿rc3c plus swing bucket centrifuge. Following centrifugation the incident and control lot tubes were visually inspected for glass breakage. No breakage was noted in any of the four incident lot tubes returned from the customer prior to sample collection. There was no evidence of broken glass within any of the four incident or control lot samples following centrifugation. DHR was reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements. Franklin lakes will update investigation when clinical testing is complete conclusion: although the returned photos showed the customer¿s reported defect, an absolute root cause cannot be determined. All four incident and control lot samples performed as expected and no product issues were observed during the clinical investigation. Bd was unable to duplicate or confirm the customer¿s indicated failure (glass breakage during centrifugation) mode because the defect was not evident within the testing of the customer samples. (B)(4).

Event description:
It was reported that 2 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tubes broke in the centrifuge. There was no report of serious injury or medical intervention.